Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the clinician hung the romidepsin as a primary infusion with a flush bag hung as a secondary infusion. Programming was checked by another clinician and infusion started at approximately 1405. Fifty-five (55) minutes into infusion, clinician went into the room to address an "air in line" alert. It was noted that the secondary flush bag was empty and the primary bag (romidepsin) was still full. Infusion was stopped, lines were clamped, primary infusion bag was disconnected from secondary flush bag, and chamber was removed. New secondary flush bag obtained and reconnected to primary romidepsin infusion. Infusion was retimed and restarted at 1515. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the clinician hung the romidepsin as a primary infusion with a flush bag hung as a secondary infusion. Programming was checked by another clinician and infusion started at approximately 1405. Fifty-five (55) minutes into infusion, clinician went into the room to address an "air in line" alert. It was noted that the secondary flush bag was empty and the primary bag (romidepsin) was still full. Infusion was stopped, lines were clamped, primary infusion bag was disconnected from secondary flush bag, and chamber was removed. New secondary flush bag obtained and reconnected to primary romidepsin infusion. Infusion was retimed and restarted at 1515. There was patient involvement but no harm.